Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter. A sample from the patient was tested using the meter resulting in a result of 1.0 inr. Within five minutes a sample from the patient was tested using the meter resulting in a value of 2.2 inr. The patient¿s therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency is biweekly.